Manufacturer narrative:
(B)(4).

Event description:
The customer reported there was no alarm sounding. The visual alarm did activate. This occurred while the hospital biomedical engineer was performing preventive maintenance. The customer reported there was no patient involvement.